Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7482a51, serial# I(B)(4), mplanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders it was reported that the implant was coming through the skin. Patient had thin skin and larger pectoral muscle ¿ md thought that may be why the implant wouldn't stay under the skin. No troubleshooting was done to the knowledge of the reporter. Ipg and extensions were surgically removed, and the issue was resolved. There were no further complications reported.